Manufacturer narrative:
Additional information has been requested. This report will be updated should further information be received.

Event description:
Boston scientific received information that this device and right ventricular (rv) lead exhibited undersensing and did not deliver shock therapy when needed during a spinal stimulator implant procedure. Subsequently, the patient received external shocks and was sent to the intensive care unit (ICU). Boston scientific technical services (ts) was contacted for assistance. Ts reviewed electrogram strips from this event and found that some beats were undersensed. This device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information received indicates that the physician plans to continue normal follow-up. This device remains in service. No additional adverse patient effects were reported.